Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found or issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced for a medical complication/injury not related to a performance issue with the ipg. No specific patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.